Event description:
At implant, the pump was filled with morphine and clonidine. Two days later, the pump was stopped because the pt was sleepy. Two days after that, the pump was emptied and filled with saline. The pt was no longer sleepy, but was not getting pain relief because there was saline in the pump. The saline was removed and the pump was filled with morphine and clonidine, concentration 4mg, a single bolus of 0.25 mls was programmed and then a dose of 0.2 mg/day; the date was unclear. The pt left the clinic and went home. By 7 pm that same evening, the pt was brought unconscious to the hospital. The pt was given the morphine antidote which had no effect; the pt did not wake up. The pt was intubated and under respiratory support. Additional info has been requested, a follow-up report will be sent if additional info becomes available.